Manufacturer narrative:
Unit was received with critical pump error and pump error confirmed in history file due to force sensor flex not properly plugged in to printed circuit board. Unit was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. The alarm was not resolved. The insulin pump was returned for analysis.